Event description:
Procedure type: lap gyn procedure. According to the reporter: the surgeon introduced the dexide port and noticed orange shaving on pt's tissue. Removed shaving with graspers and completed the case. Shaving kept, but not port. All the shavings were removed, and neither the operative time nor the incision were extended and there was no add'l bleeding. The case was completed with another device. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.